Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple users were unable to login to all stations. A technical support specialist dialed into the station and checked the logs, which showed an invalid credential error. An email was sent to the user. Approximately 20 to 30 minutes after the phone call, the user reported that the system had started working again. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user unable to authenticate. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.